Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 427 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. No button error alarm noted. No moisture damage on electronic noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.